Event description:
It was reported that the patient was to have surgery due to the device migrating into her axillary region. Per the physician, there is no indication that any infection is present, but the "generator is mobile in the subcutaneous pocket and can be flipped." The patient had surgery in 2009, to secure the current generator down. Attempts for further information have been unsuccessful to date.